Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the trigger cabling was not connected and the cxps card was not operating properly. To resolve the issue, the technician tightened the cabling and reset the cxps card. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the triggers for video output and wall monitor to their hexavue custom room rack were not showing any images. The procedure was completed successfully following a short delay. No report of injury.